Event description:
The customer reported that following an interventional procedure in 2004, a vasoseal elite was deployed. The deployer was not previously trained in the deployment of vasoseal elite. The next morning the patient had a cold leg and a runoff was done. The runoff indicated a blockage of the common femoral artery. The patient was sent to surgery and the vascular surgeon stated that he removed a large piece of collagen and clot right at the puncture site. The patient is doing well and was discharged 4 days later. No further complications were reported. The deployer is now in the process of being trained in deployment of vasoseal elite.